Event description:
Dr using powered multifire endo gia-60 disposable surgical stapler during a procedure to resect the right upper lobe bleb. Three staplers were used to attempt removal of lobe and to stop bleeding. Stapler 1 fired, stapled but did not cut. Reload cartridge was used. The unit closed but would not fire. Stapler two was opened. Worked appropriately but staple line was bleeding. A new reload was opened. Staples did not close but tissue was cut. Bleeding continued. A third reload was used and appeared to work appropriately but bleeding continued. Surgeon performed a mini-thoracotomy to control the bleeding. Surgeon noticed that the tissue was torn by one of the staples. Required a more invasive surgical procedure than was previously planned.